Manufacturer narrative:
The reported error 05 could not be replicated during analysis, but was confirmed by review of merlin.net logs. The root cause was determined to be related to the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the hospital electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.